Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button has become harder to press, and the customer must press the wake button multiple times before the screen will turn on. There was no impact to the customer's blood glucose levels. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.